Event description:
The reporter states doing back to back (rapid succession) blood glucose tests. Reporter's results were 354, 287 and 260 mg/dl. Reporter did not have any symptoms. Two control tests were in range, 135 and 130 (99-145). On followup, the reporter stated checking the confirmation dot. Reporter's technique of applying blood is accurate. Reporter has been cleaning meter on a regular basis. No harm was alleged.